Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/22/2025, it was reported by a sales representative via (B)(6) that an ar-3210-0025 camera's cord is frayed. Discovered during a case with no patient effect.